Manufacturer narrative:
Submit date: (B)(4) 2014. An investigation is currently underway. Upon completion, the results will be forwarded.

Event description:
It was reported to covidien on (B)(6) 2014 that a customer had an issue with a dialysis catheter. Customer states that the catheter was placed on (B)(6) 2013 had fallen out when the pt was at home. No sample is being returned. The catheter was discarded by the customer.